Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrode 4 was noted to be detached. The catheter shaft displayed swage marks where electrode 4 had been. The detached electrode is consistent with the reported noise. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA was initiated to investigate the failure mode of the detached tactiflex catheter se electrode 4.

Event description:
During the procedure on november 1st, noise was observed on the signals from electrodes 3 and 4 when inserting the ablation catheter. The procedure was completed with no other issues noted. During a patient follow-up visit on december 2nd after a redo rf atrial fibrillation procedure on november 1st, an anomaly was identified in the patient's x-ray. A small ring-like object was observed in the patient's heart ventricle. Upon reviewing the fluoroscopy images from the procedure, it was confirmed that the suspected object corresponds to the dislodgement of electrode 4 from the tactiflex se catheter. The fluoroscopy image captured the moment where electrode 4 detached from the catheter. There were no patient symptoms noted, and it was decided to not remove the electrode.

Event description:
During the procedure on (B)(6) 2024, noise was observed on the signals from electrodes 3 and 4 when inserting the ablation catheter. The procedure was completed with no other issues noted. During a patient follow-up visit on (B)(6) 2024 after a redo rf atrial fibrillation procedure on (B)(6) 2024, an anomaly was identified in the patient's x-ray. A small ring-like object was observed in the patient's heart ventricle. Upon reviewing the fluoroscopy images from the procedure, it was confirmed that the suspected object corresponds to the dislodgement of electrode 4 from the tactiflex se catheter. The fluoroscopy image captured the moment where electrode 4 detached from the catheter. There were no patient symptoms noted, and it was decided to not remove the electrode.